Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to unknown reasons. No other additional information could be obtained. No additional adverse patient effects were reported.